Event description:
On (B)(6) 2012, mother reported the pt was hospitalized on (B)(6) 2012 due to a motorized bicycle accident, and he has experienced hyperglycemia since he was discharged on (B)(6) 2012. Pt remained on the infusion device and has also been injecting insulin to correct hyperglycemia. The following readings were provided for the past few days: "hi", 579, 571, 479 and 404 mg/dl. His target blood glucose is 150 mg/dl. Physician advised pt to switch to a backup infusion device since the primary was involved in an accident. There were a few small scratches on the infusion device but no other physical damage, and the infusion headset was "ripped out" of his body. The infusion set had not been changed in 4-5 days and the wrong type of battery was being used, and pt was advised on the MFR recommendations. Pt has had decreased activity and has been on an antibiotic since the accident. Mother reported his blood glucose was 101 mg/dl following the accident (taken on emt's meter) and the accident was not diabetes related. F/u was completed on (B)(6) 2012. Pt saw his physician on (B)(6) 2012 and was advised to use injection therapy. Physician is concerned the insulin delivery of the infusion device is too low following the incident. The infusion device, cartridge, adapter, and infusion set were requested for eval.

Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product pump: the soft components of the housing are worn down heavily. Therefore moisture may enter the insulin pump and destroy the pump electronics. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. Adapter and battery cover: the adapter and the battery cover passed the optical inspection. Infusion set a visual inspection and tests for flow and leak were performed on the returned used sample. All test results were within specifications. The reference samples were visually inspected and tested for flow and leak. All test results were within specifications. Cartridge the two received used cartridges were visually, leak and glide force tested. Cartridges passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. The problem mentioned by the customer is related to careless handling of the product.